Event description:
It was reported that this right ventricular (rv) lead showed noisy signals over sensing shortly after being implanted. According to a field representative, the rv lead had dislodged, therefore it was revised. After the revision procedure the shock lead impedance has been consistently rising into high, out of range values. Reprogramming the limit for which the device delivers an oor impedance alert was discussed. The rv lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed noisy signals over sensing shortly after being implanted, therefore it was revised. After the revision procedure the shock lead impedance has been consistently raising into high, out of range values. Reprogramming the limit for which the device delivers an oor impedance alert was discussed. The rv lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.